Event description:
Reporter alleged that as employee was accidentally stuck with an alleged previously used lancet device when discarding a different lancet in to a "sharps container". Reporter indicated the lancets are uncapped in the container. The manufacturer's customer service dept indicated to the reporter that the alleged lancets are for individual pt use only and there is another brand recommended for facility use. Reporter indicated not being able to provide the treatment, if any, the alleged employee received as a result of the alleged event or any other info on the alleged employee as well. A request was made for the return of the suspect device and replacement product was sent.